Manufacturer narrative:
Correction: the initial incorrectly reported the site registration number. The site registration number is (B)(4) .

Event description:
The customer reported to olympus, the single use-aspiration needle leaks between the needle and the sheath. Inspection and testing of the returned device found the needle had resistance when extendingthe needle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This MDR is related to patient identifier: (B)(6).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found when advancing the needle, there was extreme resistance. After fully advancing the needle, there was dried blood visible on the needle. The needle tip was sharp and without damage. The needle was able to extend approximately 1.50 inches. The pebax was seen torn in multiple locations. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation and investigation, this was likely due to the torn pebax in multiple locations. The event can be detected/prevented by following page 13 of the device instructions for use which addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." The event can be detected/prevented by following page 12 of the device instructions for use which addresses this: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.